Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of atrial flutter. The oversensing resulted in pacing inhibition that lead to greater than two seconds of asystole. No adverse patient effects were reported. A chest x-ray was performed and revealed that the lead's distal coil had straighten out and was near the valve. The actual electrode had not moved. Therefore, defibrillation testing was performed as the sensitivity was decreased to 0.8 millivolts. The system appropriately sensed and converted the ventricular fibrillation (vf). No further sensing issues have been observed. At this time, this system remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.